Manufacturer narrative:
Continuation of d10: product ID: wr9220, lot#serial#: (B)(6), product type: recharger, h3: analysis of the wireless recharger (s/n: (B)(6) revealed that no anomalies were visually observed. The device was found to be unresponsive and the patient's complaint confirmed. Led's scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. This report is being submitted as part of remediation activities associated with CAPA: 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs, this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. It was reported that the patient (pt) used their recharger and probably had it on their implant charging for "a good hour, maybe in 20 minutes" and stated when they removed recharger the recharger was still circling very slowly. When they checked ins battery level ins battery level had only charged to 70% after an hour and 20 minutes. They charged their recharger and it was fully charged but reported it wouldn't turn on and reported the battery indicator lights were rapidly scrolling up and down and they couldn't turn it off. They turned it off and then a few seconds later it started by itself again (rapid scrolling battery lights). Pt reported recharger battery lights were rapidly scrolling on the call. Pt stated that they have tried "switching the plug out" and tried different outlets. Pt stated recharger was not even plugged in and this has been going on since yesterday afternoon. Pt confirmed green light was on recharging dock when cord was plugged in. Pt reset recharger on dock and stated that did not resolve the issue. Pt reset recharger off docking station and stated the lights went out then came back on and this continued. Pt reported unable to power on recharger. The issue was not resolved through troubleshooting. Replacement sent.